Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of ptc received company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain). She underwent surgery to remove essure approximately one year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer's medical history and concurrent conditions were not mentioned. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil lodged in the lumen') and pelvic pain ('pain') in a female patient who had essure (batch no. 125779944, a96856-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), depression ("depression") and pruritus ("itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, dyspareunia, depression, pruritus and weight increased outcome was unknown. The reporter considered depression, dyspareunia, embedded device, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: right essure metal coil lodged in the lumen. Lot number: 125779944, a96856. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot numbers 125779944 and a96856 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil lodged in the lumen') and pelvic pain ('pain') in a female patient who had essure (batch no. 125779944, a96856) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), depression ("depression") and pruritus ("itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and surgery to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, dyspareunia, depression, pruritus and weight increased outcome was unknown. The reporter considered depression, dyspareunia, embedded device, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: right essure metal coil lodged in the lumen. Lot number: 125779944, a96856 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-dec-2020: mr received. Reporter information, lot number added. Event: metal coil lodged in the lumen added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil lodged in the lumen') and pelvic pain ('pain') in a female patient who had essure (batch no. 125779944, a96856-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), depression ("depression") and pruritus ("itching") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, dyspareunia, depression, pruritus and weight increased outcome was unknown. The reporter considered depression, dyspareunia, embedded device, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: right essure metal coil lodged in the lumen lot number: 125779944, a96856. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot numbers 125779944 and a96856 are not valid. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-dec-2020: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/ intervention required), dyspareunia ("pain during intercourse"), depression ("depression"), pruritus ("itching") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, dyspareunia, depression, pruritus and weight increased outcome was unknown. The reporter considered pelvic pain, dyspareunia, depression, pruritus and weight increased to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain (interpreted as pelvic pain). She underwent surgery to remove essure approximately one year after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer's medical history and concurrent conditions were not mentioned. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.